Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced persistent hyperglycemia and increased insulin use; the user reported running high, disconnecting, and announcing an additional meal instead of taking a manual injection, and device data showed a second dinner announcement while the system was adapting. Symptoms included elevated blood glucose values, with a reported peak over 400 mg/dl, and a blood glucose of 157 mg/dl at the time of contact, without acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no alarms. Investigation included review of ilet data and user interview, along with troubleshooting and education on appropriate use while the system learns insulin needs. Investigation of this case revealed that hyperglycemia occurred with unclear cause, with contributing use factors including duplicate meal announcement while the ilet was adapting to the user. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.